Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 6.1, lab: 1.1. Client (nurse) was not sure of exact date, time. No adverse events or drug changes due to inratio result.